Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: prior to use, examine the instrument(s) and check for proper functioning. Additional precautions include those applicable to any surgical procedure. In general, careful attention must be paid to asepsis and avoidance of anatomical hazards. An incomplete kit has been returned (no obturator). Visual evaluation shows the disposable drill is broken and stuck inside the drill guide. No manufacturing abnormalities observed. Functional test is not possible due to the damage. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) improper alignment of the handle.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery the q-fix mini broke in 3 pieces when using it for the first time. A blue piece, proximal rod and distal part snapped, the last piece got stuck in the drill guide. All three pieces were successfully recovered, the external pieces were retrieved by hand. There was a delay of under 30 min and the procedure was completed using a s+n backup device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.